Manufacturer narrative:
Analysis found motor corroded. Unable to perform pre-temperature test due to frozen motor and bearings. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the handpiece is overheating during pre-operative. There is no patient impact.